Event description:
Subsequent to the previously filed medwatch, it was found that the nc trek ruptured with the first inflation. There was no calcification in the left anterior descending artery. The nc trek was prepared according to the instructions for use. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middle weight, cougard, inflation device: abbott device, guide cath: jl 3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek dilatation balloon ruptured at 18 atmospheres in the proximal left anterior descending artery. A mini trek was used to dilate the lesion. A xience prime stent was successfully implanted. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency